Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The camera was returned to the manufacturer for analysis. Functional testing determined that the returned psu powered up on the test bench without the amber fault light on but it came on during testing. A check of the event log showed several entries for intermittent illuminator current low dating back to early (B)(6) 2020. Was not able to perform an accuracy test (aak) due to the fault light being illuminated. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the positioning sensor unit (psu) was not working. The psu could not recognize passive tools. There was no patient present when this issue was identified.